Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that the device was in use with patient for infusion of remodulin for treatment of pulmonary arterial hypertension. According to reporter, the patient developed lesions at the infusion sites consistent with an allergic reaction. The infusion site lesions were treated with topical cortisone and moisturizing cream. No permanent adverse effects reported.